Event description:
It was reported that there had been an infection at the pocket site. It was noted that the implantable neurostimulator (ins) was removed on the day of this report and a new ins was implanted in a new location. It was noted that the patient had four ¿quad¿ leads, with one lead not in use.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# v095864, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-56, lot# v043190, implanted: (B)(6) 2008, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37082-40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).